Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. During the pre-repair diagnostic assessment the service technician identified the following failure code as mechanic, dirty, oily, corroded. The service technician identified the probable root cause as cleaning, maintenance improperly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a device failure due to the device jammed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.